Manufacturer narrative:
This is not an implantable device.  It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4) attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported initially reported a za9003 lens was removed and replaced in the same procedure due to a defective haptic which was observed after insertion of the lens. Further information was provided clarifying the damaged lens was due to faulty cartridges which had bad tips. Reportedly the incision was enlarged during removal and replacement of the lens and two sutures were required. Two different cartridges from different lots were reported however it was not confirmed which cartridge was used with the lens. This report will capture information for one of the cartridges a separate report is being submitted for the other cartridge. No further information provided.